Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 (type iii bone) site #31. Primary stability was achieved and osseointegration was not achieved. Inadequate bone quality/quantity and previous bone augmentation performed on (B)(6) 2012 were involved in the event. The implant was removed on (B)(6) 2012. Pt's medical history: diabetes mellitus.